Event description:
It was reported that the patient was unable to cycle his inflatable penile prosthesis (ipp) due to the pump migrated in the scrotum. The patient chose to have his ipp removed and place a malleable prosthesis. There was no malfunction with the explanted device. A full recovery is expected for the patient.